Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to is unk. It is unk if an unreported traumatic event contributed to the dislocation. Cause cannot be definitely determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers investigation closed.